Manufacturer narrative:
The product was not returned for analysis. A photo provided showing implanted iol on a monitor. A vertical dark mark/line is visible over edge of the optic . Based on our observation of the attached photo, a dark mark is visible over the optic edge area. A definitive determination of damage cannot be made without the evaluation of the physical product. A final root cause cannot be determined based on available information. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility stated no complaint in the lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
The customer reported that after implanting lens, the surgeon noticed a vertical mark in the periphery. He said it appeared to be inside the lens as was very different from when forceps leave a mark on the surface of the lens. He was going to leave it in place as the mark is in the periphery and may impact vision, but if vision was impacted, he would remove. Lens manually loaded into d cartridge with provisc.